Event description:
--

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.683 volts. Review of device memory identified 96 hardware resets. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. Analysis confirmed the inability to interrogate this device; however, the root cause could not be identified.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. It was reported that the patient was pacemaker dependent. It was confirmed that there was a magnet rate of 100 paces per minute. Additional information was received that the programmer was giving a message of telemetry out of range/telemetry noise. There were short pauses noted on the rhythm strip when the message appeared, lasting a couple of seconds. Appropriate pacing was observed otherwise. The patient did report lightheadedness in the clinic as well as at home at times however, the patient did not loss consciousness. The patient was referred to another hospital for product revision.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were performed; however, no further information was made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.